Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter tip was found split apart after opening the packaging, and the needle pierced through the side of another catheter during use on a nicu patient, where the tip was also found split. A central line was placed as a result of the malfunction. The following information was provided by the initial reporter: nicu for many years. Recently we had a lot number (#8275532) that malfunctioned. The catheter is split with needle thru the side on catheter. As a result, a central line was placed. In response to the technique being used, the customer stated, "no, first attempt unsuccessful cannulation, second attempt rn noted defect as she opened package. Went and looked at the other catheter she had used on first attempt, they looked similar."

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter tip was found split apart after opening the packaging, and the needle pierced through the side of another catheter during use on a nicu patient, where the tip was also found split. A central line was placed as a result of the malfunction. The following information was provided by the initial reporter: nicu for many years. Recently we had a lot number (#8275532) that malfunctioned. The catheter is split with needle thru the side on catheter. As a result, a central line was placed. In response to the technique being used, the customer stated, "no, first attempt unsuccessful cannulation, second attempt rn noted defect as she opened package. Went and looked at the other catheter she had used on first attempt, they looked similar."

Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defects. No units (samples) or photos were provided for observation or testing of this incident therefore the alleged defects were not identified or confirmed and a root cause was not established.